Event description:
Customer reported ongoing occlusions with their pump, experiencing them daily or multiple times per day. There was no adverse impact to the customer's blood glucose level. Despite following troubleshooting strategies provided by support, including inspecting the infusion set and using different supplies, the occlusion issue persisted. It was noted that the occlusions often occurred after a change in the cartridge during both basal and bolus insulin delivery. The pump was found to be out of warranty, and the call was transferred to the renewals department to explore further options. Customer was advised to contact support again if occlusions continued, especially during active alarms.